Event description:
The customer reported that the unit shut down unexpectedly, when attempting to charge for defibrillation during execution of operational check (opcheck).

Manufacturer narrative:
The customer reported that the unit shut down unexpectedly, when attempting to charge for defibrillation during execution of operational check (opcheck). The customer evaluated the device, but could not duplicate this single failure during testing. The customer subsequently reported that the unit has been returned to service and has been fully functional. Based on the customer's report, we will consider this a malfunction of the unit. The cause of this failure can not be determined.